Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and identified that system stop in 00:00 sometimes. After reviewing log file, fse found the cause of the problem was the hard disk not booting up during system startup. Fse replaced flex vision pc and hard disk. After the replacement of the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup at 00:00. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.